Event description:
This lead was explanted and replaced due to chatter and inappropriate shocks. The ICD was replaced at the same time. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis signs of abrasion were found along the lead. In particular, the insulation was found rubbed through at approx. 17 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was damaged in this area. This damage can be considered as the root cause of the issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Deformations of both shock coils were observed which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.